Event description:
It was reported that the implantable pulse generator (ipg) was sitting superficially and tilted, causing patient discomfort. Unrelated to the discomfort, the patient reportedly stopped using the device prior to (B)(6) 2025 due to alleged lack of efficacy. The patient requested an explant. The ipg and leads were removed without complications. There was no report of patient harm or injury. The device was found to be fully functional, with no issues noted during testing by the mainstay representative. No device was returned for analysis, as it was functional. The device history record was reviewed. No relevant nonconformances were found.

Manufacturer narrative:
(B)(4). Other device explanted. Model: 8145. Description: reactiv8 implantable stimulation lead. Serial numbers: (B)(6). UDI # (B)(4).